Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube and stained end cap sticker.

Event description:
The customer reported via phone call that she experienced high blood glucose due to the insulin pump was off. The customer's blood glucose was 500 mg/dl at the time of incident. The customer did not stated any treatment for the high blood glucose. The customer also reported that they received low battery alert and weak battery alert and they noticed that there was a crack on the battery compartment of the insulin pump when they were troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.